Event description:
Boston scientific received information that during a device follow-up, shock impedance measurements on the right ventricular (rv) lead were greater than 200 ohms. All other parameters were acceptable. No shock testing or x-ray were performed. However, it was indicated a lead revision would likely be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts for additional information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.